Event description:
It was reported that a couple days post implant the patient was hospitalized because the right ventricular lead had dislodged. The lead was repositioned and remains in use. The patient is part of the advance iii clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.